Manufacturer narrative:
The reported failure of "vent service required¿ alarm associated with a condition in which the internal or detachable li-ion battery failed to charge for greater than or equal to one minute is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received a report from a customer that a trilogy ev300 ventilator generated an "unable to set device calibration mode¿ error message during execution of the final test as part of the 4-year preventive maintenance. There were no reports or allegations of serious patient harm or injury associated with this event. The customer was advised to download and provide the device event log for further evaluation. A diagnostic evaluation was performed by a field service engineer (fse), and the device event log provided by the customer was reviewed. Log analysis confirmed a "vent service required" alarm, which was associated with a condition in which the internal or detachable li-ion battery failed to charge for greater than or equal to one minute. Potential causes for this condition include a fault in the charger circuitry, system printed circuit assembly (pca), battery, power supply, or battery cable/connector. Additional log entries were identified, including an error indicating that the last available battery (including external dc) was depleted and ac power was not connected. An error indicating that no usable power sources were connected, with both li-ion batteries below 12.000v or vbus less than 8,000v for greater than or equal to 1.5 seconds. Conditions consistent with a fully depleted internal battery, potential power path hardware fault, or system pca fault. The customer reported that replacement of the battery resolved the issue. A final report is being submitted. If any additional information is received, a supplemental report will be filed.